Event description:
It was reported that customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 500 mg/dl. The customer realized that she did not take off the blue hub on the quick set so the infusion set was never actually inserted and she was not getting any insulin. The customer ignored dcm's instruction and put insulin pump on with new infusion set/reservoir. The customer stated that everything seems to be going well. The patient is still planning to meet with dcm on friday.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.